Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a noise problem. No intervention was reported. The patient condition was unknown.

Event description:
New information received noted that the noise was oversensed by the device. Programming changes were performed to resolve the issue. There were no patient consequences reported.